Event description:
I had a second mesh implanted. It is 12 cm round parietex mesh which was placed subxyphoid region. Since the day of the implant, I have been in worsening pain. I've had numerous procedures including: 3 medial branch nerve blocks, 5 level cryo-ablation, spinal cord stimulator implanted, steroids, rounds of myofacial massage, acupuncture, a variety of medications, psychotherapy, all in the hopes of a lessening of pain. To date, these therapies have failed. I am currently looking for a surgeon to perform an explant of this mesh. The risks of this procedure are considerable. I believe it is necessary to report this because there are many more cases like mine than are reported. Meshes are causing more danger than harm. I retired earlier than I would have, had it not been for the pain I experience. It has been 7 years. Please accept this formal complaint about the parietex mesh. Sincerely, (B)(6).